Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1942. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized. The cause of the event was unknown. On unreported date(s), the patient was treated with meropenem 1 gram (route, frequency, and duration not reported) for the peritonitis. Dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis and the peritoneal effluent fluid was clearer than before. No additional information is available.